Event description:
The femstop gold (femoral compression system) was being applied to the patient's groin by the cardiac surgeon post iabp (balloon pump) removal. When the device was pumped up, it was tightening but the gauge which indicates the amount of pressure didn't change. It remained at 11 mmhg regardless of the pressure increase. The patient was extremely uncomfortable and the problem was recognized immediately. The device was removed by the surgeon, pressure was held manually and a new device was applied without difficulty. The nurse reporting the incident states that she wasn't in the room when the "red strip was removed from the device that failed so she didn't know if the device went to zero mmhg prior to inflation." No injury to the patient.